Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had impedances on electrodes. It was unknown if any external or patient factors contributed to the issue. Reprogramming was done to get around the impedances. The issue was not resolved at the time of the report. No patient symptoms reported. Additional information received from the rep who reported impedances were high >10000.